Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes during collection, 20 tubes exhibited tube push off, where the tubes pushed off from the np needle of the acquisition device. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-jan-2026. Investigation summary: bd received 5 samples for investigation. The 5 returned samples and 100 retained samples were visually inspected with no issues observed. Additionally 3 of the customer returned samples and 10 retained samples were functionally tested and all were within specification limits, with no tube push off occurring. It is recommended to hold the vacutainer tube in place until the required draw volume is completed and flow has ceased to alleviate tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes during collection, 20 tubes exhibited tube push off, where the tubes pushed off from the np needle of the acquisition device. There was no health impact or consequences reported.